Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the right ventricular lead dislodged for a second. Dislodgement was again marked by loss of capture and increased threshold. No further interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented one day post-implant with the right ventricular exhibiting decreased r waves and loss of capture. A chest x-ray confirmed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2021. The patient was in stable condition.